Manufacturer narrative:
Additional information was received that the patient had infection in both sites of incision.

Event description:
A report was received that the patient developed an infection around the ipg site. Drainage from the ipg site was noted. The patient underwent an ipg wound exploration and during the procedure the physician found that the ipg site was too infected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's infection was due to patient being extremely unhealthy.

Event description:
A report was received that the patient developed an infection around the ipg site. Drainage from the ipg site was noted. The patient underwent an ipg wound exploration and during the procedure the physician found that the ipg site was too infected. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection around the ipg site. Drainage from the ipg site was noted. The patient underwent an ipg wound exploration and during the procedure the physician found that the ipg site was too infected. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient developed an infection around the ipg site. Drainage from the ipg site was noted. The patient underwent an ipg wound exploration and during the procedure the physician found that the ipg site was too infected. The patient underwent an explant procedure.